Event description:
Postoperative complications were reported in prospective study of 21 patients who underwent a total of 27 cervical disc arthroplasties after anterior cervical discectomy using an artificial cervical disc from (B)(6) 2000 to (B)(6) 2001. A single-level procedure was performed in 15 patients and a two-level procedure in 6 patients. All surgeries were performed by a single surgeon using identical surgical techniques. All patients were reviewed routinely at regular intervals postoperatively for 8 years. No patient had persisting radiculopathy postoperatively or any other postoperative complication requiring prolonged hospitalization or revision surgery. It was reported that ten patients had radiographic evidence of heterotopic ossification (ho), with 9 of these patients having grade 3 or 4 ho. Overall, 13 of the 27 operated segments had radiographic evidence of ho. Notably, 5 of the 6 patients who underwent bilevel arthroplasties and 8 of the 12 bilevel operated segments had radiographic evidence of ho. All of the six cases that were immobile were associated with bony ankylosis bridging the prosthesis, causing fusion (grade 4 ho). The average vas for both neck and arm pain was slightly higher than patients without ho.

Manufacturer narrative:
Literature citation: quan, g et a. Eight-year clinical and radiological follow-up of the bryan cervical disc arthroplasty. Spine 2011; 36 (8):pp 639-646. The age of the study patients ranged from 26 to 65 years old. There were 13 women and 8 men in the study. (B)(4). Radiographic pictures provided in literature article showed evidence of heterotopic ossification. The product was not returned to the manufacturer for evaluation. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.